Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The exhalation sensor tube was cleaned, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported moisture in the expiratory relief valve caused co2 retention. There was no report of patient involvement.